Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had a driveline fault. Technical services recommended to exchange controllers. The patient was placed on backup hm2 controller and it was confirmed that the controller exchange resolved driveline disconnect issues. Heartmate ii lvas is in manufacturer report number #2916596-2020-01628.

Manufacturer narrative:
Corrected information: d10, h3. Additional information: d4, h4. Manufacturer's investigation conclusion: the investigation confirmed the report of a driveline fault alarm via the log file analysis. However, the alarm was not reproduced during the analysis of the returned system controller (B)(4) (backup battery s/n (B)(6)). A data log file downloaded from the returned system controller contained approximately 15+ days of data (dated (B)(6) 2020 - (B)(6) 2020, according to the time stamp). Since 15:28 on (B)(6) 2020, the log file captured an active driveline fault (internal error code 16) and a corresponding yellow wrench advisory alarm. The driveline fault alarm appeared to be associated with phase 2 where throughout the log file, the recorded phase 2 values were noted to be lower than the recorded values for the other two phases, and were captured as significantly lower at the time of the driveline fault alarm, which indicating a correlation between phase 2 and the driveline fault alarms. These alarms were captured as active on both battery and power module/mobile power unit. Throughout the log file, the pump speed remained above the low speed limit, when the driveline was connected, indicating that the controller was able to support the pump at the set speed. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified during the analysis. The analysis could not determine a root cause or reproduce the driveline fault alarm captured in the log file with the returned system controller (B)(6). Although the root cause could not be determined during the investigation, the driveline fault alarm could indicate a possible issue with the percutaneous lead. Device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.